Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling a review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure in the proximal circumflex artery with placement of a 3.5 x 15 mm xience xpedition stent. On (B)(6) 2014, the patient was re-hospitalized with angina. Angiography was performed and noted in-stent restenosis in the xience xpedition stent. A 3.5 x 18 mm non-abbott stent was implanted. The patient was discharged to home in good condition. No additional information was provided.